Event description:
It was reported that ultratape was pierced through itself when the healicoil was deployed and disengaged from inserter. This happened in back to back anchors in the same case. This patient had to have one extra bone hole made because of the failed anchor.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.